Event description:
Gambro received the following information from the clinic: the patient appeared to be sleeping throughout most of the dialysis treatment. Ten minutes prior to the end of treatment, the technician could not arouse the patient. The patient's vital signs were stable with bp 130/79 and hr 66; however, he did not respond to painful or verbal stimuli. The nurse administered a 300 ml saline bolus and drew and blood glucose which was 78 mg/dl. Following the saline bolus the patient's bp was 152/82 and hr 65. The 911 was called and upon arrival, the patient's vitals were stable and the patient began to respond. The patient reported he could hear the people talking and their commands but he could not move and felt paralyzed. The patient was transported to the hospital for further evaluation in the emergency room. The patient was later discharged home from the emergency room. The patient did return to the clinic for his next scheduled dialysis treatment where he completed an uneventful dialysis treatment. The machine was inspected by a gambro technical services representative who found it to be operating within manufacturer's specifications. The cartridge blood set and bicart were discarded and not available for investigation.

Manufacturer narrative:
The bicart product involved in this incident was not available for investigation and the lot number could not be provided by the facility.